Event description:
On (B)(6) 2012, during a program history review, it was reported that a faulted diagnostic occurred on (B)(6), 2007. This resulted in a change in settings. The setting for the patient's normal mode on time was not corrected until (B)(6), 2007. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming/device diagnostic history performed.